Event description:
Inserter got locked onto the stem and we could not disengage from stem. After many attempts to take off it broke and permanently left small insertion piece in stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The customer reports the patient was revised to address high levels on metal debris and osteolysis. Doi: unk; dor: (B)(6) 2011 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. This matter is in litigation. Follow-up activities are being performed by the depuy legal team. The investigation could not draw any conclusions regarding the reported event with the information available at this time. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.